Event description:
Report #1 of 4 received of a tubing separation. It was reported that 5% dextrose + 0.2% saline with 20 meq of potassium chloride was infusing via the extension set. The pt's family came out of the room and reported that the tubing "fell off". The nurse went into the room and found that the tubing had come apart from the male adapter. There was no bleedback. The nurse changed the extension set. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.